Manufacturer narrative:
Submitted: 11/09/2017. The pump has been returned and evaluated by product analysis on 11/8/2017 with the following findings: device evaluation: the battery compartment was noted to be cracked. The ok keypad button was over responsive; the ok button contact was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a keypad issue. This report is made based on results of investigation completed on 11/8/2017.